Event description:
It was reported via a call that the cath lab rn called the clinical support specialist (css) to question if an expired intra-aortic balloon (iab) was inserted. The iabp they inserted had an expiration date of (B)(6) 2013. The pump was pumping well with no alarms and was achieving the goals of therapy. All waveforms looked good and there have bee no alarms on the pump. The iab was inserted urgently in the cath lab and the patient has since been sent to the operating room for CABG. The rn cannot comment as to if this was the only catheter that they had access to or the circumstances of then they realized it was an expired iab. The css explained to the rn that our only recommendation is that an expired catheter should not be used since we cannot guarantee the sterility of the catheter. The css suggested that they discuss the situation with the md as it would be his discretion to continue to use it or reinsert. The rn stated that they were in the process of that now and that there was no plan to remove the catheter. The rn wanted to verify to cover all her bases and understood that we cannot suggest using an expired product. There were no return calls and there will be no product for return. Additional information received on (B)(4) 2014 reported that indication for iab use was mi (myocardial infarction) and cardiogenic shock.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.